Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No specific device failure has been reported nor have medical records been provided by the patients attorney. If additional information is obtained, a supplemental MDR will be submitted. This emdr represents the bard sepramesh composite ip (device #1). The patient's attorney did not make any allegations regarding the implanted bard perfix plug. Note:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
It is alleged by the patients attorney that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol perfix plug and an unspecified bard/davol sepramesh composite ip (device #1). It is alleged that on (B)(6) 2015, the patient had unspecified injuries and underwent a revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the sepramesh composite ip (device #1). As reported, the attorney alleges general allegations against the sepramesh composite ip (device #1) for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿